Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a4 and a5: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: customer technical support (cts) assisted the customer by mail on (B)(6) 2024. Cts noticed that the washed results of the system check performed on (B)(6) 2024 exhibited a high coefficient of variation (cv) (9.45% and 10.30% for a limit at 12.00%). A hardware verification was requested on (B)(6) 2024. Service was dispatched on (B)(6) 2024 to check the hardware. Field service engineer (fse) noticed bubbles in substrate pump and sticky spare aspirate probes. Fse replaced the aspirate probes from the customer stock. He rebuilt the substrate pump. After the repair, air was still present. Fse noticed that there was not a good seal between the substrate bottle and the tubing. Additional parts were ordered. Seal replacement is scheduled to complete the repair. Fse excluded a sample mix up issue because progesterone test which was done with the first sample gave consistent result. A new service was dispatched on (B)(6) 2024 to complete the repair. Fse replaced the substrate bottle cap/straw but air was still present. The substrate pump was replaced which resolved the bubble issue. The substrate system was decontaminated. Hs system check and system check passed. A precision study was performed using total bhcg assay. Using 15 replicates of a sample around 200 iu/l, an acceptable coefficient of variation (cv) of 1.66% was obtained. The issue was resolved. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On (B)(6) 2024 the customer reported one non-repeatable erroneously low total bhcg (5th is) patient result was generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number s/n (B)(6)). The initial total bhcg patient result was low at 0.11 iu/l on (B)(6) 2024. A second sample from this patient was tested on (B)(6) 2024 with a result at 42,357 iu/l (not questioned). This sample was repeated on an alternate methodology (abbott) with a result of 26,243.1 miu/ml on (B)(6) 2024. The initial low access result was discordant with both elevated abbott result and with the patient clinical file (pregnant woman). The progesterone treatment administrated to the patient was stopped based upon the initial low access total bhcg result (0.11 iu/l). No further information was provided. No hardware errors or other sample/assay issues were reported in conjunction with this event. System check passed on (B)(6) 2024. Calibration passed on (B)(6) 2024 with reagent lot 472131 and calibrator lot 338841. Quality controls (qc) were passing within the laboratory¿s established ranges on (B)(6) 2024. Customer technical support (cts) assisted the customer by mail on (B)(6) 2024. Cts noticed that the washed results of the system check performed on (B)(6) 2024 exhibited a high coefficient of variation (cv) (9.45% and 10.30% for a limit at 12.00%). A hardware verification was requested on (B)(6) 2024. Service was dispatched on (B)(6) 2024 to assess instrument performance. No issues with sample integrity were reported by the customer. No further sample information was provided.